Event description:
A customer reported poor illumination and that the illumination would sometimes turn off on its own. This event occurred at the end of the case. The case was completed and there was no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).